Manufacturer narrative:
User is reportedly experienced with filterwire procedures without any prior complaints reported. Difficulty in unsheathing of the protection wire from the delivery sheath was reported. Returned product analysis on the ez delivery sheath showed separation at the dual lumen pebax tubing to the sheath core wire joint approx. 110 cm proximal from the distal tip. The area of failure showed elongation of tubing material suggesting tension was applied to the joint. The product was returned with the protection wire unsheathed from the delivery sheath tubing section by approx. 10 cm. The delivery sheath section was readily movable over the filterwire. No evidence was observed of the proximal delivery sheath ever being peeled from the guidewire (if the proximal end of the sheath slit was ever engaged). The mean in-vitro tensile testing on that joint in validation testing was 8.96 1bf. (4.77 1bf. - 11.87 1bf.). A possible explanationn of the event was that the pebax tubing section of the ez delivery sheath was entirely inside the guide and the guide's hemostasis valve was not opened enough to allow the tubing to pass through when withdrawn. If the physician didn't realize the hemostasis valve was not sufficiently open, he may have mistook that resistance for difficulty in unsheathing the filterwire protection wire. After failure at that joint, the remaining distal section of the delivery sheath was still over the filterwire protection wire. The protection wire and remaining part of the delivery sheath would be retracted together as a unit to remove it from the patient. This was done according to the reported event. No patient adverse effects were reported.

Event description:
Working in the bypass graft lesion, the ez delivery sheath pulled apart as it was deploying the filterwire. Separation of the delivery sheath occurred inside the guide catheter. All components were retrieved. The procedure was completed without the filterwire.